Event description:
The pt felt relief from implantable neurostimulation therapy for the initial 6 months after implant. After that 'his body got used to stimulation and it didn't work.' The pt had back surgery. She didn't use stimulation much afterward because of a jolting sensation. Prior to having back surgery, the pt was able to get 8 (the maximum number) of recharge efficiency bars to darken; afterward she would get 0 bars. The pt stopped recharging the device for between 2 and 8 months. The pt was seen in clinic. The implantable neurostimulator battery was overdischarged. Multiple physician mode recharges were done and the battery was recharged completely. The pt was to be seen by the field rep. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).